Manufacturer narrative:
Report source: an article titled "comparison of kyphoplasty and vertebroplasty in the treatment of fresh vertebral compression fractures", by markus dietmar schofer, turgay efe, nina timmesfeld, horst-rainer kortmann and markus quante. Method: device not returned, internal review of literature, follow-up with author.

Event description:
It was reported in an article titled "comparison of kyphoplasty and vertebroplasty in the treatment of fresh vertebral compression fractures", that the following events were reported: one segmental vein cement leakage during kyphoplasty. One cortical defect cement leakage during kyphoplasty. "Cement leakage did not cause clinical symptoms or have any influence on the treatment outcome in our patients." No additional information was reported.